Event description:
It was reported that the patient's implantable pulse generator (ipg) exhibited early elective replacement indicator (eri) due to high thresholds on both the right ventricular (rv) lead and left ventricular (lv) lead. The ipg, rv lead, and lv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 8042b, ipg, implanted: (B)(6) 2010. (B)(4).